Manufacturer narrative:
(B)(4). Baxter evaluated the device in question and no system error 345 was observed. Review of the device history log confirms the occurrence of a system error 345 alarm. A system error 345 occurs when the temperature reported by the upstream and downstream thermistors have a difference of greater than 10 degrees fahrenheit for 10 consecutive cam revolutions.

Event description:
It was reported that a pump alarmed for a system error 345. The customer stated that the fluid was "room temperature."